Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end. The location of the break is near the main tube/roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument had energy conduction problems. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and initial findings were confirmed. Design engineering reviewed the failure further and disassembled the instrument. It was noted that the location of the broken conductor wire was near where the main tube meets the housing. The broken end of the conductor wire inside the main tube was found to be damaged in two distinct areas. One full break in the cable and another large nick in the insulation approximately 1mm distal of the break.